Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: at the time of the reported event, the patient's oxygen saturation level was 84%. The patient's fraction of inspired oxygen (fio2) was increased from 40% to 60%, the patient was mechanically ventilated per ambu bag with 100% fio2 and transferred to an alternate ventilator. The patient's oxygen saturation recovered to 93% which was reported to be an acceptable level. There was no patient harm or injury as a result of the event.

Manufacturer narrative:
Device evaluation summary: the proportional solenoid (psol) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the air proportional solenoid (psol) valve to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator display went blank and generated audible and visual alarms. The unit displayed "vent needs service". The patient's oxygen saturation level was noted to have fallen. The patient was placed on an alternate ventilator; however, the patient outcome is not known at this time. During repairs, the service engineer (se) found that the unit had a proportional solenoid stuck open ventilator inoperative error code.